Event description:
Customer called to report that pt was admitted to the hospital due to an over-infusion of insulin. It was stated that during the manual prime of their set, the insulin was exiting and shooting out. Customer did not see the number of units at zero but decided to reconnect because a lot of insulin was already exciting. Customer indicated that the activate button was not pressed during the priming, but the reservoir was empty. Customer reverted to back up plan of manual injections.